Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened buttons dome switch. Insulin pump had a cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the bolus button on the insulin pump was not responding. Customer stated he can do it manually by pressing the act button. Customer's blood glucose was 138 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.